Manufacturer narrative:
Date received by manufacturer: 12jul2019. Date of report: 31jul2019. Repair information was confirmed. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reinstalled the wire attached to the screen. After this repair, the machine was reported to be functional and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a display issue. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.